Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed using a watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds). Groin access was obtained, and the trans-septal puncture (tsp) position was identified. Tsp was being performed using a versacross connect system with the trusteer sheath. Radiofrequency (rf) was activated, and once the puncture was created, bubbles were observed on the left side, confirming successful tsp. As the tsp was completed, imaging was performed to check for effusion, and none was detected initially. A few moments later, a pericardial effusion was noted. Fluid accumulation was also observed around the aorta in the short-axis view on transesophageal echocardiography (tee). The physician instructed the team to contact the interventional cardiology (ic) doctor on call. A pericardiocentesis kit was prepared, and the ic doctor arrived promptly to perform the pericardiocentesis successfully. Approximately 1150cc of bloody fluid was removed to treat the effusion. The patient was transfused with 4 units of packed red cells (prcs), 2 units of fresh frozen plasma (ffp), and one donor pack of platelets. Cardiothoracic (CT) surgery was also notified of the event. The patient was stabilized following pericardiocentesis, however imaging confirmed the presence of a mural thrombus on the aortic root. The on-call physician ordered an emergency computed tomography (CT) scan to assess the extent of damage. CT results confirmed the tee findings. CT was negative for dissection, and no intervention was needed for aortic root. The patient was transferred to the intensive care unit (ICU) for overnight monitoring. The physician suspected the aortic root was punctured during tsp by either the rf wire or the watchman trusteer sheath. The patient was intubated and hemodynamically stable for observation. A drain was left in patient during hospital stay. The patient was noted to have been bradycardic throughout hospital stay. A pleural effusion was noted by echo. Temporary pacemaker was inserted on (B)(6) 2025. The patient was subsequently extubated three (3) days later, on (B)(6) 2025. The patient remained in the hospital with a drain in place. The drain was removed on (B)(6) 2025, and the patient was discharged home (B)(6) 2025 with no further complications.